Event description:
It was reported that a patient who was lost to follow-up was seen with a loss of capture on their right ventricular lead. The patient was asymptomatic. The device was programmed to unipolar output and capture was observed. The physician made plans to monitor the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.